Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: during investigation, the black box and alarm history showed multiple cs 078 motor alarms. The ez-prime steps were performed correctly with no cs 078 alarms occurring. The original complaint of the cs 078 alarm was unable to be duplicated. Unrelated to the original complaint, the pump cover was removed and there was moisture corrosion found to the motor connector. Additionally, the battery compartment was found to be cracked.